Event description:
It was reported as a general comment that the larger sizes of the xience alpine stent delivery system (sds) can be slow to deflate and difficult to remove post-deployment. There were no adverse patient effects or clinically significant delays in any of the procedures. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. It is indicated that the devices are not returning for evaluation; therefore, failure analysis of the complaint devices could not be completed. A review of the lot history record and complaint history of the lots could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.